Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a 75mm taa. It was reported the patient presented to hospital for dialysis approximately 5 months post implant and was experiencing chest and back pain. A CT confirmed the onset of a type a dissection. As time passed the pain subsided so the patient was placed under observation. Following this since the patient had no symptoms they were transferred to another hospital but died approximately 2 months later due to renal failure. There was difficulty with the patients dialysis shunt which made dialysis impossible. The cause of the type a dissection is unknown. It was confirmed the stent grafts or dissection did not cause or contribute to the patient death. The patients renal failure was diagnosed post implant of the valiant captivia stent grafts but per the physician it is unrelated to the stent grafts. No additional clinical sequelae were provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamc3232c100tj, serial/lot #: (B)(6), ubd: 11-sep-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.